Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a syncopal event following a 14 beat run of ventricular tachycardia. Log file analysis showed some pulsatility index events as well as lower flow readings and hazard event on (B)(6) 2020.

Event description:
It was reported the patient was unresponsive for a few seconds and had palpitations. The patient was monitored on floor, fluids were given, electrolytes were optimized and betablockers were adjusted. Patient experienced no oliguria but had diminished flow and syncopal event. It was noted that the arrhythmia existed prior to implant. The patient was discharged to home and is doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarm on 03oct200. The account communicated that the low flow alarm occurred during a run of ventricular tachycardia (vt). A direct correlation between the reported vt with the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted system controller event log file contained data from 27sep2020 through 03oct2020. The file captured a single, transient low flow hazard alarm on 03oct2020. It was noted that there were several pulsatility index (pi) observed within the file. The pump operated as intended at the set speed. The relevant sections of the device history records for mlp-021174 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10apr2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) the heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document also states that there are no audible alarms with a pulsatility index (pi) event and explains pi events can be caused by sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Both the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.